Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify "feeling very little shock and it was up in your back" the patient reported they did not really know but probably that they didn't know a thing about electronics. They reported "little kids can pick them up and do things that I wouldn't have a clue." It was near the device (3-4 inches from their waist line and from their spine). They thought it should be closer to their bladder. It felt like a light electrical shock, but not as painful. The cause of feeling the sensation in their back and not where they thought it should be was not determined. The most likely cause of this issue was due to their lack of knowledge of electronics. Their healthcare provider (hcp) tried so much (removing spots, 2x oxybutynin, sling, etc. And said this was the only thing left to try, despite the cost; (as they live on their social security). Steps taken to resolve this issue included now they think they give up because of the expense and lack of knowledge of electronics. This was 14 years ago - (B)(6) 2012. ("And I'm too old to learn!") The issue had not been resolved and no further action would be taken.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient called to update their record. During the call, the patient noted that their device quit working. Agent asked if patient wanted to be connected to neuro patient services, however patient refused and will just coordinate with their doctor about it. Additional information was received from the patient on (B)(6) 2025. The patient reported that reported that the device never really worked for them. The patient stated it helped a little, but it wouldn't be a week and then they would have to have someone try to adjust it or whatever they do to it. They couldn't make it work. The patient reported that they eventually just quit trying. The patient received a letter from the manufacturer registration services to make sure that their information on record was up to date. The agent updated information with registration via phone call. Patient registration services (prs) will follow up with patient for additional information additional information was received from the patient 2025-oct-21. The patient reported that the device had stopped working a long time ago but it was still in their body. It wasn't inactivated or removed. Additional information was received from the patient 2026-feb-09. The patient reported that they had contacted their managing doctor about this issue when they first got it. They stated that the nurse reset it but it helped very little and only lasted a couple weeks. They first noticed the issue (B)(6) 2012, then they couldn't get it to do anything. When asked to clarify the statement "the device quit working" they reported that know nothing about electronics but from the start, they felt very little "shock" and it was up in their back, no where near where they thought it should be for bladder control. They stated that it was unknown if the issue was caused by normal battery depletion and stated, 'maybe some of each.' The cause of the device not working was not determined. They reported that what most likely caused or contributed to this issue was not know but probably was due to their lack of electronic knowledge. They reported that no steps were taken to resolve the issue . They reported that the issue had not been resolved and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction submitted to add f15 due to coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.